Event description:
Hill-rom received a report from a hill-rom technician the right intermediate siderail would not latch consistently. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was file din our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to a sticky substance on the latch. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 and 2011-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician clean and lubricated the latch to resolve the issue. Based on this information, no further action is required.